Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a recurrent unresponsive screen, and standard troubleshooting including charging and a forced restart did not restore function, so the device was replaced and the user transitioned to backup therapy. Symptoms included no alerts or alarms reported by the user. Outcomes included temporary interruption of pump therapy with continuation of glucose monitoring via a compatible cgm application or receiver. Investigation included customer support troubleshooting and instructions to shut down the device and sync data to the mobile app before return. Investigation of this case revealed a device malfunction consistent with a screen or user interface failure necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device-related malfunction.